Event description:
It was reported that an occlusion alarm occurred. System check was performed by tandem technical support and it was identified that customer exposes pump to extreme temperatures and adds or removes insulin outside the load sequence. Tandem technical support advised customer that exposing pump to extreme temperatures and adding or removing insulin outside the load sequence is off label per the tandem user guide. Customer changed pump supplies to address the issue. Customers blood glucose was 200 mg/dl.

Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.